Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 38 mg/dl and also other blood glucose value was 600 mg/dl and 168 mg/dl. The customer also stated that they did allege insulin pump was over delivering. The customer was experienced nausea. The customer was treated with glucagon, shot and food. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No over delivery anomaly or under delivery anomaly noted during testing. The test reservoir volume matches the units left in the insulin pump status screen. Device had a minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4).